Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during a follow-up that the threshold of the atrial lead was increased and there was a loss of capture. Lead dislodgement is suspected, but not confirmed. Lead remains implanted and active. The patient was asymptomatic.